Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed failed battery and power loss alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector onj6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The pump was received with missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was dropped on the floor. The customer reported crack on the battery compartment. The product was returned for analysis.